Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead rv tip to rv coil pacing impedance was low. The lead was reprogrammed to bipolar, however another alert subsequently triggered. It was explained that both pacing vectors are monitored and it was recommended to turn off the fixed pacing impedance alert. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.